Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 496 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. It was reported that customer was playing sports and ran out of insulin. It was reported that customer's blood glucose went from 150 mg/dl to 500 mg/dl. Customer felt sick to her stomach and a 911 call was made. Customer was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting due to high blood glucose being due to running out of insulin and not due to malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.